Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip becoming stuck in the chordae, tissue damage requiring intervention, gripper actuation issue and a broken gripper. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. One clip was successfully implanted. A second clip was advanced in the patient, however it became tangled in the chordae. The clip was able to be freed, but caused tissue damage resulting in an additional flail. Then independent grasping was performed since the cap came off and dropped to the floor, but it was noticed that the posterior gripper could not be raised. The device was removed from the patient and it was observed that the gripper was broken. All pieces were accounted for and an additional mitraclip was implanted to treat the fail. The procedure was complete with two implanted clips reducing the mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (gripper actuation ¿ single, tactile marker side) and broken gripper line (tactile marker side) was confirmed via returned device analysis. The reported difficult to remove (anatomy, clip caught in chordae) could not be replicated in a testing environment. The reported material separation (gripper cap ¿ tactile marker) could not be confirmed. Additionally, the gripper cap (no tactile marker) and gripper lever latch were found missing. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the analysis, the reported difficult to remove (clip caught in chordae) was due to procedural circumstances. The reported difficult to open or close (gripper actuation ¿ single) was due to the confirmed broken gripper line. A cause of detached gripper cap could not be confirmed. The gripper lever latch appears to have detached without the gripper cap (no tactile marker) in place. The detached gripper cap and latch appear to be discarded post procedure. The broken gripper line was related to tension applied on gripper line while attempting to free the clip from chordae. The reported tissue injury (resulting in additional flail) was due to the reported difficult to remove. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.